Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the bent laminates. The file was concluded to be a misuse by the end user with a secondary condition related to the reload. Replication of the flush and sub-flush pushers and sledvane deformation conditions may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tis-sue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The secondary condition was related to a slight bowing condition of the knife bar laminates during the assembly process. This bowing condition is not out of specification and does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. The root cause of the secondary condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring.

Event description:
According to the reporter, the reload could not be disconnected from the handle. They used the handle with a purple reload before and the surgeon heard a crash, while stapling. They decided the change to the black reload because tissue was thicker. The scrub nurse had no problem to disconnect the purple reload form the handle. She had connected the new black reload also without any problem. After firing the black reload, they could not open and disconnect the reload from the handle. They could pull back the knife, but the reload did not open correctly. There was no patient injured.